Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1279) on 08-oct-2015. The most recent information was received on 07-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device"), genital haemorrhage ("heavy and irregular bleeding") and device breakage ("device breakage") in a (B)(6) female patient who had essure (batch no. 50512941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed; "patient did not 'underwent' essure confirmation test". Medical conditions: denies "pam" with sex, "revey", "occas" nausea, no vomiting, no dysuria or urgency. Concurrent conditions included migraine (not recovered prior to essure). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pain ("been through 'sooo' much pain"), dysmenorrhoea ("dysmenorrhea"), nausea ("nausea"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 years 4 months after insertion of essure. In 2013, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains / chronic pelvic pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia"), migraine ("migraines") and alopecia ("hair loss"). On an unknown date, the patient experienced headache ("extremely bad headaches"), weight loss poor ("gained so much weight, tried everything to lose it and nothing"), back pain ("bad back pains"), genital rash ("rashes on my private parts for no reason"), fungal skin infection ("fungus rashes between my breasts"), fatigue ("extremely tired"), anger ("angry more than ever"), device breakage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), rash ("rashes"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal infection ("vaginal infection") and was found to have weight increased ("gained so much weight, tried everything to lose it and nothing"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, fungal skin infection, abdominal pain lower, dyspareunia, migraine, alopecia, dysmenorrhoea, nausea, vaginal haemorrhage, menorrhagia, device breakage, vaginal discharge, tooth disorder, rash, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pain, headache, weight increased, weight loss poor, back pain, pelvic pain, genital rash, fatigue and anger had not resolved. The reporter considered abdominal pain lower, alopecia, anger, back pain, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal skin infection, genital haemorrhage, genital rash, headache, menorrhagia, migraine, nausea, pain, pelvic pain, perforation, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and weight loss poor to be related to essure. The reporter commented: the essure procedure was performed per standardized protocol, trailing coils; left 6, right 6. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, pelvic pain, nausea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet received: events ( infection (bladder/ urinary tract/vaginal), vaginal discharge, dental problems , device breakage, rashes or skin conditions) were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.